Event description:
The customer contact reported breakage of the semi-rigid adapter of the clave secondary port. The plumset was being primed to deliver an unspecified concentration of desferal. During priming, prior to patient use, the clave secondary port on the cassette of the plumset broke off and an unspecified volume of solution leaked from the clave onto the nurse's hands, the sink, and the floor. It was reported that the nurse washed her hands with soap and water. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. No additional details were provided.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave at the secondary port of the cassette was partially torn off. There were white drag marks indicating the use of force. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause of these events are that the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the users needs with the clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.